Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2015. During the procedure, the tibial augment flush would not lock to the tibial plate. Two different augments were attempted but were unsuccessful. Bone cement was utilized to implant the augments and complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, the root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.